Event description:
The customer stated that insulin leaked past the o-rings of the reservoir. The customer changed the reservoir and was able to bring down his blood glucose levels at that time. No leaks were observed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.